Event description:
As reported a bakri postpartum balloon with rapid instillation components was used for treatment of postpartum hemorrhage [pph]. The patient experienced an estimated blood loss of 500ml. The doctor placed the device vaginally to stop the bleeding without the use of metal tools and found that there was fluid dripping out from the y-shaped bifurcation of the balloon. The balloon was removed immediately and the patient continued to lose approximately and additional 100ml of blood totaling approximately 600ml blood loss. After replacing the ballon with a new one, hemostasis was achieved. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. A5 - ethnicity = chinese e1 - customer phone number (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: as reported a bakri postpartum balloon with rapid instillation components was used for treatment of postpartum hemorrhage [pph]. The patient experienced an estimated blood loss of 500ml. The doctor placed the device vaginally to stop the bleeding without the use of metal tools and found that there was fluid dripping out from the y-shaped bifurcation of the balloon. The balloon was removed immediately and the patient continued to lose approximately and additional 100ml of blood totaling approximately 600ml blood loss. After replacing the balloon with a new one, hemostasis was achieved. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. The complaint device was returned for investigation in an open package with label. Visual inspection noted no damage to the device. Water was used to inflate the balloon, and a leak was detected near the "y" junction in the catheter. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for the failure mode. A complaint history database search showed two other related complaints associated with the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.